Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was admitted on (B)(6) 2025 and again on (B)(6) 2025 for falls with dizziness and increased international normalized ratio (inr). It was noted to have speed drops. Echocardiogram (echo) showed pericardial effusion, elected not to drain. The patient was encouraged hydration. The device was functioning as intended throughout.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported speed drops could not be confirmed through this evaluation as no log files were provided for review. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 lvas patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists pericardial fluid collection as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. It also addresses pump parameters, including pump speed. Section 1 also notes that the heartmate 3 employs a feature called artificial pulse. Although the clinician will set only a single speed, the rotor speed will periodically depart from this value (2000 rpm above and 2000 rpm below the set speed) in order to contribute a flow disruption that in some ways mimics native cardiac contractility. Section 5 "alarms and troubleshooting" outlines system controller alarms, as well as how to respond to each alarm condition. The handbook cautions patients to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.